Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The plate was not returned for evaluation; therefore no absolute conclusion is possible. However, based on the investigation result with the strongly damaged locking thread at the screw it can be strongly assumed that the locking thread of the plate was also damaged after the inappropriate insertion of the first va locking screw. Therefore, the complaint is confirmed for the plate as functionality of the locking thread was more than likely not ensured anymore. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or the material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Plate remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 a patient underwent an open reduction internal fixation (orif) with 2.4mm ti variable angle-locking compression plate (va-lcp) to treat the distal part of the bone head. During the surgery, the va locking screw in question could not be locked on the va-lcp plate in question. The surgeon tried to insert the screw from various angles, but the screw could not be locked. Then, another new screw was used, however, it also could not be locked. The plate could not be returned since it is still implanted in the patient. The surgery was completed with a 30-minute surgical delay. There was no adverse consequence to the patient. Procedure was completed successfully with patient outcome reported as stable. This report is for one (1) 2.4mm ti va-lcp 2-clmn vlr dst rad pl 6h hd/2h shaft/lt-ster. This is report 2 of 3 for complaint (B)(4).